Event description:
It was reported that the pulse generator exhibited backup vvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited backup vvi mode due to power on reset. After a product code download, normal function resumed.